Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device was discarded by site. No evaluation was possible. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the lumbar probe was broken. There was no patient present.